Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve and short taper stem were removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The surgeons indications for procedure was noted as increased pain, discomfort, elevated metal ion levels and fluid collections around the hip which were negative for infection. However, no pre-revision lab values or laboratory reports were provided. The intraoperative report indicated a fairly large amount of brownish-colored, nonpurulent-looking fluid and a very thin pseudocapsule. Cultures were sent for pathology. The patient had 2 subsequent right hip revisions in august 2015 and november 2016. However, neither involved a revision of the retained bhr cup. Although pain, brown fluid and thin pseudocapsule are consistent with findings associated with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the clinical reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information:patient identifier, brand name, concomitant medical products and device manufacture date.

Event description:
It was reported that right hip revision surgery was performed.

Event description:
It was reported that right hip revision surgery was performed due to pain and ion levels.